Manufacturer narrative:
(B)(4).

Event description:
This is report 1 of 2 involved in this peritonitis event.this is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapies were ongoing. The patient experienced peritonitis and was hospitalized on the same day. The cause of peritonitis was unknown. On an unknown date, the patient was treated with ip ancef (dose and frequency not reported) and cipro (500mg, orally, twice daily) for peritonitis. The patient was discharged from the hospital and recovering from this peritonitis event.

Manufacturer narrative:
(B)(4).a review of all batch record documents was performed for h12j24055 and h12k14054 with no issues noted during the manufacturing process. If additional information becomes available, a follow-up report will be submitted.